Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated that their blood glucose level was 500 mg/dl and was 490 mg/dl in the morning. Troubleshooting found that the customer's doctor had recently changed the settings on their insulin pump. Troubleshooting requested that customer attempt a bolus which was delivered correctly. Troubleshooting also indicated that they change out the entire set, reservoir and insulin and treat per their doctor's instructions.